Manufacturer narrative:
Due to the litigation process, little detail is available to aid in this investigation at this time. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex femoral component. It is reported by the patient's counsel that the patient received both a nexgen lps-flex femoral component and a tm monoblock tibial component on (B)(6) 2014. The patient had an arthroplasty and patellar component with synovectomy on (B)(6) 2014 due to pain. The patient's dr. Has recommended a revision; however, as of this notification, the tm monoblock tibial component has not been revised. Per plaintiff's fact sheet, dr. (B)(6) recommended revision surgery due to the patient's difficulty walking, inflammation, swelling and soreness. The patient does not know when they will undergo surgery. Note that the nexgen lps-flex femoral component is of zimmer (B)(4) design control and the tm monoblock tibial component is of zimmer (B)(4) design control.